Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pelvic pain (bilateral pelvic pain more on the left during cycles)") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had uterine ablation & essure placement". The patient's past medical history included cholecystectomy, menorrhagia (heavy constant bleeding during my cyclers which she constantly had) and d & c. Concurrent conditions included morbid obesity, neck pain, back pain, gallstones, hammer toe (left foot), anemia, anxiety, osteoporosis, uterine bleeding and menometrorrhagia. Concomitant products included clonazepam, cyclobenzaprine hydrochloride (flexeril), diazepam, estradiol, estradiol (climara) and ferrous sulfate (feosol). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), nausea ("nausea (felt sick to my stomach and would dry heave out of nowhere)"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping hurt more on the left pelvic side"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue (always tired and irritable)") and irritability ("fatigue (always tired and irritable)"). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced abdominal distension ("bloating"), migraine ("migraines"), depression ("depression"), mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/periods with severe bleeding that would last for months/ constant heavy bleeding during cycle"), bacterial vaginosis ("bacterial vaginosis"), anxiety ("anxiety"), rash ("rashes type: stomach/lower back"), headache ("headaches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain (she was always bloated looked swollen from every where from my face down to my toes)"), hypersensitivity ("allergic or hypersensitivity reaction type: unspecified"), skin disorder ("skin conditions type: stomach/lower back"), emotional disorder ("irritable, would have out burst for no reason") and crying ("cry uncontrollably"). The patient was treated with surgery (to remove the essure implant/hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, fatigue and irritability had resolved, the abdominal distension, vaginal discharge and weight increased was resolving and the migraine, depression, mood swings, hot flush, alopecia, bacterial vaginosis, anxiety, rash, nausea, dysmenorrhoea, dyspareunia, hypersensitivity, skin disorder and vaginal infection outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, bacterial vaginosis, crying, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, headache, hot flush, hypersensitivity, irritability, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: per pfs: pain: severe pelvic pain would get worse over the years would be in severe pain during my cycles lasted 3 days non stop would cry myself or take something to put her to sleep or take something to put her to sleep, couldn't work, would break out in a sweat just from pain. She would dread her periods; she would be so scared cause she knew each month was to come. Allergic or hypersensitivity reaction type: unspecified (severe constant discharge and foul odor. Humiliating and constantly embarrassed you could smell it through my clothes. She felt like my inside were rotting. She got to the point we're she never wanted to leave my house). Psychological or psychiatric problems - condition: severe depression, anxiety, modd swings, hot flashes, irritable, would have out burts for no reason and cry uncontrollably. Dyspareunia : it would hurt way too much to have intercourse with this put a huge strain on our marriage at the time at the time. Too embarrassed to see a doctor. Hair loss: she had lost so much hair . She used to have such thick hair and till this day is still was falling out. She noticed hair would fall ot when she brushed it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.8 kg/sqm. Current weight: 215 lbs. Essure confirmation test: other. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea and menorrhagia." Most recent follow-up information incorporated above includes: on (B)(6) 2018: case is medically confirmed. Reporter information updated. Historical and concurrent conditions were added. Lab data, concomitant medications added. Essure indication amended. Events (pt) added: mood swings, hot flush, vaginal haemorrhage, menorrhagia, alopecia, bacterial vaginosis, anxiety, rash, headache, nausea, dysmenorrhea, dyspareunia, vaginal discharge, weight increased, fatigue, hypersensitivity, skin disorder, vaginal infection, emotional disorder, crying and medical device monitoring error. Outcome for events pelvic pain and abdominal distension, vaginal updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pelvic pain (bilateral pelvic pain more on the left during cycles)') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had uterine ablation & essure placement". The patient's medical history included cholecystectomy, d & c, vaginal bleeding and menorrhagia. Essure confirmation test: other. Previously administered products included for an unreported indication: yaz. Concurrent conditions included morbid obesity, neck pain, back pain, gallstones, hammer toe (left foot), anemia, anxiety, osteoporosis, menorrhagia (heavy constant bleeding during my cyclers which she constantly had), uterine bleeding and menometrorrhagia. Concomitant products included cefixime (flexeril), clonazepam, diazepam, escitalopram oxalate (lexapro), estradiol, estradiol (climara), ferrous sulfate (feosol) and salbutamol sulfate (proair hfa). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and swelling ("bloted looked swollen from every where from my face down to my toes"). In (B)(6) 2010, the patient experienced fatigue ("fatigue (always tired and irritable)"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge") and offensive vaginal discharge ("constant severe foul vaginal order and discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), migraine ("migraines"), depression ("depression"), mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/periods with severe bleeding that would last for months/ constant heavy bleeding during cycle"), bacterial vaginosis ("bacterial vaginosis"), anxiety ("anxiety"), rash ("rashes type: stomach/lower back"), headache ("headaches"), nausea ("nausea (felt sick to my stomach and would dry heave out of nowhere)"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping hurt more on the left pelvic side"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritability ("fatigue (always tired and irritable)"), hypersensitivity ("allergic or hypersensitivity reaction type: unspecified"), skin disorder ("skin conditons type: stomach/lower back"), emotional disorder ("irritable, would have out burst for no reason"), crying ("cry uncontrollably"), impaired work ability ("couldn't work"), hyperhidrosis ("breakout in sweat"), anger ("have out burst for no reason") and vaginal odour ("constant foul vaginal odor") and was found to have weight increased ("weight gain (she was always bloated looked swollen from every where from my face down to my toes)"). The patient was treated with caffeine;paracetamol (excedrin aspirin free), metronidazole, morphine hydrochloride (morfin epidural) and surgery (to remove the essure implant/hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, fatigue, irritability and offensive vaginal discharge had resolved, the abdominal distension, vaginal discharge, weight increased and swelling was resolving and the migraine, depression, mood swings, hot flush, alopecia, bacterial vaginosis, anxiety, rash, nausea, dysmenorrhoea, dyspareunia, hypersensitivity, skin disorder, vaginal infection, impaired work ability, hyperhidrosis, anger and vaginal odour outcome was unknown. The reporter considered abdominal distension, alopecia, anger, anxiety, bacterial vaginosis, crying, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, headache, hot flush, hyperhidrosis, hypersensitivity, impaired work ability, irritability, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, skin disorder, swelling, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, weight increased and offensive vaginal discharge to be related to essure. The reporter commented: per pfs: pain: severe pelvic pain would get worse over the years would be in severe pain during my cycles lasted 3 days non stop would cry myself or take something to put her to sleep or take something to put her to sleep, couldn't work, would break out in a sweat just from pain. She would dread her periods; she would be so scared cause she knew each month was to come. Allergic or hypersensitivity reaction type: unspecified (severe constant discharge and foul odor. Humiliating and constantly embarrassed you could smell it through my clothes. She felt like my inside were rotting. She got to the point we're she never wanted to leave my house). Psychological or psychiatric problems - condition: severe depression, anxiety, modd swings, hot flashes, irritable, would have out burts for no reason and cry uncontrollably. Dyspareunia : it would hurt way too much to have intercourse with this put a huge strain on our marriage at the time at the time. Too embarrassed to see a doctor. Hair loss: she had lost so much hair . She used to have such thick hair and till this day is still was falling out. She noticed hair would fall ot when she brushed it. Discrepancy noted in essure insertion date:- (B)(6) 2007 and (B)(6) 2007. Current weight 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea and menorrhagia.". Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs received-new events- "vaginal discharge impaired work ability, hyperhidrosis, burst out in anger, bloated looked swollen from every where from my face down to my toes,constant foul vaginal odor", concomitant drug and treatment drug was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), abdominal distension ("bloating") and depression ("depression"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, abdominal distension and depression outcome was unknown. The reporter considered abdominal distension, depression, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.